Event description:
It was reported the subject device had error e101. The issue occurred at a therapeutic ileus procedure. The procedure was prolonged less than 30 minutes and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the cooling fan. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cooling fan failure contributed to the occurrence of error e101. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.